Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2018 between 1:30 and 2:00 pm when she obtained an alleged inaccurate high reading of "240 mg/dl" with the subject meter compared to a result of "200 mg/dl" on her contour meter, performed within 5 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes with 55 units of lantus and an unspecified dose of jardiance. It was not reported whether the patient made any changes to her usual diabetes routine as a result of the alleged inaccurate high reading. The patient reported that an hour after obtaining the alleged high reading she went to the pharmacy where she developed symptoms of "shaking" and "sweating". The patient reported self-treating with food and drink, and denied receiving any additional treatment/medical intervention as a result of the alleged inaccuracy. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high reading using the subject meter.